Event description:
This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-1746) in united states on 25-oct-2015 and it was identified during monitoring of postings an FDA hosted docket website which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in 2011 without an operating room or any anesthesia for that fact. Consumer stated that essure insertion was very painful. She started having very heavy periods post procedure. She had sporadic pelvic pain that would sometimes bring her to her knees. Lt hurt so bad she also had stomach pain that comes and goes. Several months ago (3.5) she started having chronic pelvic pain on both sides but her right worse almost all the time and non stop. She could not be on the pill due to blood clots. She now is scheduled to have a hysterectomy out (B)(6) 2015 and get the essure out of her to alleviate the symptoms. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain, sporadic pelvic pain that would sometimes bring me to knees. A hysterectomy was scheduled. The event was considered serious and listed in the reference safety information for essure. Based on the nature of the event and considering that pelvic pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.